Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was stated that this device was retained by the healthcare facility and will not be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Boston scientific technical services services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.